Event description:
The surgeon reported that air came out from the infusion line shortly after transferring to vitreous surgery during a combined cataract and vitreous surgery, though air substitution was not performed. The surgery was safely completed by clamping the air line. No pt harm reported. No further info is expected.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).